Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant using a 12f amplatzer torqvue delivery system in a patient with a difficult anatomy. No pericardial effusion was observed prior to procedure. The transseptal puncture was medial-posterior. During procedure, the amulet was unscrewed from the delivery cable and implanted after 3 partial recaptures. During final check, pericardial effusion was observed; first at the right ventricle and then it became circumferential. Protamine was administered after the effusion was observed. The user believes the left atrial appendage (laa) was "tamponaded" and cardiac tamponade was confirmed. There was delivery sheath exchange in the pulmonary vein. The patient's act was over 250 and 7000 units of heparin was administered during procedure. Pericardiocentesis was performed with approximately 1.5l of fluid removed. Despite this, "the pericardial effusion did not shrink" and the patient was transferred to surgery. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of patient-device incompatibility and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported patient-device incompatibility and pericardial effusion could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.